Event description:
The arresting agent was not being delivered by the mps device, and the device did not alarm or post any notification to warn of this error. The equipment was exchanged, and the arresting solution was delivered as expected. Manufacturer response for quest mps 3 nd, quest mps 3 nd (per site reporter). The device has been given to the rep.